Event description:
The customer reported the system is displaying a communications error and a x-ray switch locked error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, and informed customer that their power supply was not stable and was causing the errors. System operates as intended. (B)(4).